Event description:
The patient had a 55cm trapease filter placed in the vena cava on 2011-(B)(6) due to complications of anticoagulation therapy, a pulmonary embolism, dvt's, and three retroperitoneal hematomas. Approximately thirteen (13) days post procedure the patient presented with a "saddle embolus" on 2011-(B)(6) and was hospitalized as a result that same day. The physician indicated that a cat scan and ivc gram were performed that showed that the "filter had migrated into the right ventricle" further described as "the saddle embolism and filter came together in the right ventricle," "the filter was pushing out of the vena cava" and the "renal veins were compressed." The patient was transferred to another hospital where they were treated with "pressors" that day. The next day on 2011-(B)(6) the patient "coded and became hypotensive" and as a result died on 2011-(B)(6). No additional information was available.

Manufacturer narrative:
The patient had a trapease filter placed in the vena cava on 2011-(B)(6) secondary to complications of anticoagulation therapy, a pulmonary embolism, dvt's, and three retroperitoneal hematomas. Approximately thirteen (13) days post procedure the patient presented with a "saddle embolus" on 2011-(B)(6) and was hospitalized. The physician indicated that a cat scan and ivc gram were performed that showed that "the saddle embolism and filter came together in the right ventricle," "the filter was pushing out of the vena cava" and the "renal veins were compressed." The patient was transferred to another hospital where treated with "pressors". The next day on 2011-(B)(6) the patient "coded and became hypotensive" and expired on 2011-(B)(6). Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The patient has a medical history including nkda, history of drug and alcohol problems, major depression, psychotic, panic disorder, hypothyroidism, hypertension, pulmonary embolism, anticoagulation issues, three retroperitoneal hematomas, dvts, anxiety, muscle pain, asthma and copd. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15182879 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, "sail" effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning. There is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15182879 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.